Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Immediately following successful pvc ablation, upon removal of the catheters, the patient became hypotensive to approximately 60 mmhg systolic and bradycardic with a heart rate of approximately 30 beats per minute. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis was performed and yielded approximately 650 cc of blood. Intracardiac echocardiography indicated that the pericardiocentesis was successful and no other blood was entering the pericardial sac. Patient was reported to be in stable condition at the time this complaint was reported. Patient required one extra day of hospitalization as a result of this adverse event. Additional information was received indicating that the patient did not have any other complications and has fully recovered. Physician's opinion regarding the cause of the adverse event is that he was uncertain if the tamponade was due to ablation or if it was related to how far they advanced the stryker re-processed bwi bidirectional webster coronary sinus catheter, for diagnostic purposes. It was noted by the physician that he did not observe any typical signs of steam pop to include a rise in impedance, feeling a steam pop, or audible evidence. It was also noted that the physician was ablating the anterolateral portion of the left ventricle, which was reportedly extremely thick and unlikely to perforate.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) year old female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.